Event description:
It was reported the pt complained of leg discomfort during an angio-seal device deployment following a cardiac catheterization procedure. Three days post deployment, the pt presented to the emergency room with leg pain and was discharged following examination. The pt returned to the emergency room the same day with the same complaint. The pt was admitted to the hosp in 2003 wiht an infection and cellulitis at the groin site which was treated with antibiotics. The pt reportedly responded well to antibiotics.